Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power (damage with moisture ingress) issue. The reporter stated that the patient had a blood glucose (bg) ranging from 250mg/dl to 350mg/dl with extreme drowsiness, fatigue and moody. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the battery compartment was cracked and moisture was found in the battery compartment. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.